Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). One full osseotite tapered implant (fnt413) was returned for investigation. Visual inspection of the as returned product identified that the device was damaged around the external hex and the collar there were noticeable wear due to usage around the external threads. The damages on the device was possibly due to the removal process. Functional testing was not performed since the device was damaged and could not be functionally tested for a medical condition failure (peri-implantitis). The reported device had been implanted on tooth for approximately 2 years. Pre-existing condition noted on the per was moderate bone density ¿ type ii. X-ray image was not provided. Device history record was performed and no related non-conformances were noted. Also a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Complainant reported perimplantitis. The product was returned. The reported perimplantitis.the reported events could not be verified with the information provided. A definitive root cause could not be identified. The following sections have been updated: b4: date of this report . B5: describe event or problem. G4: date received by manufacturer . G7: type of report, follow-up number . H1: type of reportable event. H2: follow up type . H3: device evaluated by manufacturer. H10: additional narrative.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4).

Event description:
It was reported implant removed due to perimplantitis.